Manufacturer narrative:
(B)(4). Philips was not authorized by the customer to evaluate the device. The customer ordered a replacement part. Although requested, no further information was provided.

Event description:
It was reported that the ventilator would not boot up. There was no patient connected to the device at the time of the event occurred. The event date was not specified, estimate used.